Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Event description:
Healthcare professional reported, right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion, opening on radius and brown particles in fill channel. Leak test and microscopic analysis was performed which identified, crease smooth on radius. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on radius assessed, as fold flaw opening.